Event description:
The patient reported a warming sensation in their chest, around the xiphoid process, during a pelvic MRI scan performed with a 1.5 tesla, with a spatial scanning gradient of <720 gauss/cm. The MRI scan was aborted. It was reported the patient also has a boston scientific pacemaker, u228. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).